Event description:
Reporter alleged obtaining a discrepant blood glucose result of 102 mg/dl aviva system 1 compared back to back with a result of 197 mg/dl on aviva system 2 when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter stated he used the last strip for the test and so no product will be returned for evaluation.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 1. (B) (6).